Event description:
Patient's 2.6 fr double lumen PICC was found to be leaking. When assessed, the catheter appears to have a hole (a crack) from which medications were leaking out from. The location of the hole on the catheter was proximal to the insertion site.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 2.6f dl vascu-PICC was returned for evaluation. Functional testing was performed by clamping the distal end of the lumen with hemostats and flushing through each of the luers. When flushed through the luer with the red clamp no leaks were noted. When flushed through the luer with the white clamp a leak was noted on the lumen just below the hub. Closer inspection of the device revealed a hole beginning approximately 0.5 cm from the hub and continuing the length of the lumen for approximately 0.7 cm. Just distal to the hole blood was noted inside the lumen. Under magnification the lumen surrounding the hole appearss rippled, indicative of the lumen stretching and ballooning prior to bursting. The device was further evaluated by medcomp engineering. The rippled condition of the lumen around the hole is indicative of injecting against resistance. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted and functioned for six days with no reported issues. A definitive root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings and precautions. Do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not flush against resistance. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.